Event description:
Senseonics was made aware of an incident where user reported a unsuccessful removal attempt on the first attempt made (B)(6) 2025. The sensor was palpable and ultrasound was used. However,the sensor was successfully removed during second removal attempt on (B)(6) 2025.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2025. The user reported a unsuccessful removal attempt on the first attempt made (B)(6) 2025. The sensor was palpable and ultrasound was used. Another removal attempt was made on (B)(6) 2025 and the hcp was able to successfully remove the sensor. Incident does not require any further investigation.